Manufacturer narrative:
(B)(4). Date of event and implant date: date estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported during a procedure involving a 3.5 x 18 mm device the balloon was noted to be very sticky during removal post-deployment. There was no report of a significant delay in procedure or adverse patient effects. No additional information was provided.